Event description:
Customer reported that insulin is leaking out of the reservoir. Customer stated that he turned the reservoir the wrong way and insulin started to leak out of the reservoir and was also dripping from the reservoir chamber. Blood glucose level at the time was 220mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.